Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. The returned syringe was examined and exhibited a hard piece of plastic in the barrel that prevented the plunger rod from being fully depressed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced plastic-like fm in the barrel. The following information was provided by the initial reporter, translated from japanese to english: bdj found that there was a plastic-like fm in the barrel.